Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; g3; h2; h3; h4; h6 complaint sample was returned and evaluated against the reported event. Visual examination of the product found damage to sterile blister debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging. DHR was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01675, 0001825034 - 2021 - 01676, 0001825034 - 2021 - 01677, 0001825034 - 2021 - 01678, 0001825034 - 2021 - 01679, 0001825034 - 2021 - 01683, 0001825034 - 2021 - 01685.

Event description:
It was reported that during stock investigation, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.